Event description:
During cardiac arteriogram the cardiologist attempted access into right femoral artery. Md had difficulty passing guide wire due to what appeared to be a tortuous femoral artery. A zip wire was then used to pass through the artery. This wire curled around itself similar to what the standard j guide wire had done. While removing the zip wire through the needle, the hydrophilic coating peeled off the wire which could be seen on fluoroscopy. Procedure completed using left femoral artery. Another fluoroscopy was done in the cath lab to verify that hydrophilic coating was in subcutaneous tissue and not located intra-arterial. Date of use: (B)(6) 2013. Reason for use: cardiac catheterization.